Manufacturer narrative:
Initial reporter phone number and facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not cooling. Per follow up information received via mail on 18feb2026, the issue will be investigated on site by service party as soon as possible, with the goal of repairing the device during the same visit. No patient impacted.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The chiller is at 6c but the mixing pump isn't working. Mixing pump was exchanged during the pm. Pm performed. Circulation pump, drain valves, and heater was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. Corrections: d, e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device not cooling. Per follow up information received via mail on 18feb2026, the issue will be investigated on site by service party as soon as possible, with the goal of repairing the device during the same visit. No patient impacted.